Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the user started a heparin drip and attempted to give a starting bolus; after selecting start, the pump alarmed for "channel malfunction." Three additional channels were connected but not infusing. The device was changed out and the user restarted the infusion and gave the bolus through the new pump. There was no report of any patient harm. Biomed found fluid ingress and replaced the iui connectors but did not report the condition of the removed connectors.